Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, when transecting the stump, the reload was difficult to fire and the handle snapped. The staple line was incomplete distally. The stapler was retracted and the reload was replaced with a larger reload to finish the case. There was no patient injury.